Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer prefills cartridges full of insulin. Tandem technical support informed customer that prefilling if longer than 48-72 hours is off label per the tandem user guide. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider device not returned.